Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (use of a damaged device); off label, unapproved or contraindicated use (aortic neck is <(><<)> 19 mm in diameter).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 55 mm diameter fusiform abdominal aortic aneurysm. The neck diameter was 16 - 17 mm proximally and 18 mm distally. The left common iliac was 20 mm in length and 7 - 8 mm in diameter, and the right common iliac was 45 mm in length with a diameter of 10 - 15 - 11 mm proximally and 7.5 mm distally. The diameter of both the left and right femoral arteries was 5mm. It was reported that during prep of the bifurcated stent in the operative field, the external slider of the delivery system was found loose and appeared to be not seated. There was no damage to the packaging. The physician rotated the handle to back the loosened external slider to normal position. At that time the front grip came off and separated from the external slider but it did not affect the stent graft deployment and the procedure was continued. The stent graft was successfully implanted at the intended location. The delivery system was discarded by the user facility. After implant of the endurant 16/10/82 left contralateral limb, dsa confirmed a type ib endoleak. An endurant 16/10/93 was implanted at the bifurcation site of the external iliac artery and the internal iliac artery. Touch-up was again performed and dsa still confirmed a small type ib endoleak. The endoleaks were due to mildly calcified vessels and the stent graft might have not been able to fully expand. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that since the procedure was completed with a minor endoleak, the patient will be monitored.